Event description:
Received info stating pt was hospitalized due to dka. Pt does not believe t:slim pump contributed to alleged event.

Manufacturer narrative:
During further troubleshooting it was identified that pt did not change the site. During the hospital visit it was found that the infusion set adhesive was loose around the edges. It should also be noted that the customer reported during insertion of the infusion set, it did not seem to "click" properly. Infusion set being used at the time of event is not one distributed by tandem.